Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the marionette lines and chin area with one syringe of unspecified juvéderm®. The patient was taking concomitantly metformin. The patient experienced ¿incredibly high fever of 106 and swelling at the injection area and had to be taken to the ER by ambulance¿ the same day of the injection. The patient was treated with benadryl® and solu-medrol®. Diagnostic testing was administered and was diagnosed with an allergic reaction. The symptoms resolved the day after injection.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances found. Additional data: b.2., b.5., b.7., c., d.1., d.4., g.3., h.4., h.6., h.8.

Event description:
Additionally, healthcare professional (hcp) confirmed the event. The patient was injected with juvéderm® ultra plus xc. The product was also injected in the nasolabial lines. The event was reported as possibly product related. The event was reported as a life threatening injury or illness. The treatment was reported as necessary to prevent permanent damage. The event did not lead to permanent damage.